Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to removal difficulties and electrode end damage. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to removal difficulties and electrode end damage. This procedure was then completed using another same model lead. No adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory with a missing portion of the helix. Dried blood was noted in the helix housing past the neck region. No testing was performed. The extendable retractable fixation helix was broken off and was not returned, the distal side of the fractured helix was not returned as well. The stylet returned bent and inserted in the lead. Microscopic analysis of the returned portion of the helix indicated the failure mechanism to be consistent with a torsional overload failure. Microscopic analysis of the fractured helix face shows twisting of the helix and ductile dimples on the fracture face. Characterization of the adjacent surface shows a rotational pattern that indicated the lead was torqued in the counter clockwise direction when the fracture occurred. The counter clockwise direction of the fracture indicates the lead was likely trying to be disconnected from the heart tissue when the fracture occurred. Laboratory analysis was able to confirm the reported allegation of removal difficulties and electrode end damage.